Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and an inappropriate shock. Troubleshooting options were discussed and recommended. Then isometric testing was performed and there was improper movement of waveform observed. Reprogramming efforts were performed and the plan is continuing to be monitored. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.